Event description:
Boston scientific received information that this right ventricular (rv) lead had an increase lead impedance measurement from 427 ohms to 800 ohms during a discharge follow up. The intrinsic amplitude measurement also decreased form 10 mv to 2.8 mv. The chest x-ray showed that the lead dislodged towards the subclavian vein. The proximal coil was already situated in the subclavian vein while the lead electrode was still in the ventricle. The lead electrode was a little bit stretched and was located in the valve. The lead was repositioned but was unsuccessful. Then, a different lead was implanted. The replacement lead was in good position. However, a slow ventricular tachycardia (vt) was seen on the electrocardiogram few minutes after pocket closure. A slight dislodgement was noted after an xray. The lead revision was performed. Then, a fast vt was noted and an external defibrillator was used. After two hours, a good and stable lead position was achieved. A chest xray was done after an hour. No lead movement nor change of measurements were noted. No additional adverse patient effects were reported. The lead was out of service and the replacement lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.